Manufacturer narrative:
The insulin pump had unresponsive up arrow button due to corroded keypad trace. The device also had cracked reservoir tube lip, broken belt clip slot, scratched reservoir tube window, cracked case at display window corner, stained end cap sticker, and minor scratched lcd window.

Event description:
It was reported that up arrow and down arrow buttons were not responding. It was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.